Event description:
Customer reported a past event where blood glucose displayed as "low"; however, specific value was not provided. With the specific cause remaining unknown. Customer treated condition by consuming glucose tablets ultimately, the customer went to the emergency room where they provided liquids to drink and carbohydrates. Treatment resolved the issue and there was no permanent damage. Customer was released from the ER later that same day. Technical support recommended that the customer consult their healthcare provider to understand what might be affecting their blood glucose levels.